Event description:
It was reported that during a procedure at the user facility the loaner core impaction drill was overheating. The procedure was completed successfully with no medical intervention or adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility the loaner core impaction drill was overheating. The procedure was completed successfully with no medical intervention or adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the driveshaft assembly was corroded.